Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high gluc3 glucose hk results for an unknown number of patient samples from the cobas integra 400 plus. Of the data provided for 73 patient samples, only the results for 25 patient samples were discrepant. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 31773701 with an expiration date of 31-may-2019. As calibration and qc was acceptable, a general reagent issue was ruled out. The field service representative changed the seals of the dosage pipettes and changed a probe after he found a crack in the probe. He ran a precision check and the results were acceptable.